Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt's programmer was unable to locate the ipg. A replacement had been sent to the pt to resolve the issue. F/u with the pt indicated that it did not resolve the issue. No further info is available at this time.